Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level of 23 mmol/l. Customer was treated with manual injection. Customer stated that the insulin pump had replace battery now alarm. Customer tried replacing battery but insulin pump was not turning on. Customer stated that the insulin pump received low battery alert prior to replace battery now alarm. It was unknown whether the customer was using the auto-mode feature. The insulin pump will not be returned for analysis.